Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial. Visual inspection found the haptic torn. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1,-7.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event unknown.